Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the customer's complaint that the insertion part was bending. Additionally, the following defects were found: broken control section, defects of the universal cable, defects of distal end, defects of connector, defects of control body, leakage from the distal end, and debris adhering to the scope due to reprocessing was not performed in a timely manner. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the uretero-reno videoscope's insertion section was bent. Upon inspection of the customer returned device, the angle was found locked due to the break of the angle wire. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being updated to provide investigation findings. Device history record (DHR) review reviewed DHR of the device and confirmed that the device was shipped in accordance with specifications. Conclusion: we could not specify the definitive root cause of the reported event. (Consideration) based on review of similar complaints, we presume from the suggested event that the angle lock was caused by a strong twisting operation to the left and right with the bending section fixed angulation, or an irregular load such as a sudden angulation operation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.